Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a hardware failure was reported on the station. The medication stored in the affected cubie was a cii drug that is frequently required to be dispensed. The user avoided releasing the medication to prevent potential discrepancies in the cii safe count. The medication remained greyed out, while the drawer itself was functional and all other medications could be accessed except for the one stored in the failed cubie. The customer stated that this malfunction occurred while dispensing the medication and unable to access the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 14-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that two failed pockets on the station. The field service engineer (fse) remotely assisted the customer in ejecting one pocket and returning it to the pharmacy. The second pocket was identified as a controlled pocket, and the customer confirmed they would wait for authorized personnel to return the following day to safely eject the pocket and reload the medication. No repairs were required, as the issue was resolved through operational assistance. The system functioned as intended after the field service engineer resolved the issue.